Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead returned with stylet in lead and the helix retracted. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. An x-ray was taken which showed no anomolies. Due to the returned state of the lead, analysis confirmed the field allegation of a helix issue.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an x-ray was taken which revelead the right atrial (ra) lead dislodged. It was noted that most lead measurements were within normal limits. A revision procedure was performed where the physician was unable to extend the helix. The physician attempted to extend and retract the helix outside of the patient's body with no success, thus the lead was explanted and replaced. No additional adverse patient effects were reported.